Event description:
The customer reported that while the unit was in use on a pt, the characters on the crt flickered to all 8's intermittently. Also when the unit was bumped, vertical lines appear on the crt. The unit continued to pump normally and therapy was continued. No pt injury was reported.